Manufacturer narrative:
The occurrence of diagnostic codes 1208 (oxygen not available) and 1111 (oxygen device failed) were confirmed in the event log. No abnormality was confirmed or duplicated. These alarms occasionally occur in case the leak value exceeds the tolerance of v60 at use of high-pressure oxygen even if there is no abnormality. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting an "oxygen not available" alarm while the mask was detached for oral care, and it was observed that there was a leak. A clinical engineer (ce) rebooted the device, and the issue was fixed. The device was then continued to be used. Considering a possibility of the oxygen piping failure, the device was used in another room. However, the "oxygen not available" alarm occurred again while there was a leak from the mask. The device was replaced with another type and was brought to a ce room. There was neither delay in therapy nor medical intervention reported due to the failure other than the ventilator swap. The sales representative retrieved the device and confirmed the reported issue.

Manufacturer narrative:
(B)(6).